Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and stroke on (B)(6) 2020 with blood glucose of 600 mg/dl. Customer stated emergency medical technician came and took them to the hospital. The customer did experienced the symptoms such as vomiting. The customer was treated with blood pressure medicain and insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined for troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.